Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited no image due to the electrical contact of video connector shaved and due to damage on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probable cause of the reported event of no image was likely attributed to moisture entering the device and damaged the image sensor unit. However, a definitive root cause could not be determined. The subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.